Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. In instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The user facility reported the attempted implant of an impella 5.5 device for mechanical circulatory support (mcs) to a patient with cardiogenic shock from an acute myocardial infarction was unsuccessful. The patient arrived at the hospital with shortness of breath, was admitted, and continued to worsen. The team decided to implant an impella 5.5 device. However, the case was aborted. It was indicated patient support incomplete, and the patient was stable following the event. No further information was provided.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of delivery issue is determined to be patient condition since the pump could not be implanted due to patient's anatomy. B.7 additional information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2024-24562. H.6 code 4627 should of been reported on initial manufacturer device report number 1220648-2024-24562 instead of code 2199.